Event description:
Recently, healthcare professional reported significant improvement in the tear trough and lip after has been seen after several rounds of hylenex but patient has developed a new area of induration on the superior aspect of the right nasolabial fold the event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.25 cc of juvéderm® volbella¿ xc into each medial tear trough and 0.25cc into each lateral lid-cheek junction ("lateral tear trough") and jaw. About a year and half later, patient experience ¿delayed hypersensitivity reaction¿. Patient has ¿firmness/hard swelling at bilateral orbital rim and ~ 1 cm distal hyperemic/purpuric/hyperpigmented¿ at the injection site. No fluctuance, no warmth or signs of infection. The event is possibly device related, with etiology noted as ¿very delayed inflammatory reaction¿. Five days later patient was treated with azithromycin for 5 days. Three days later, patient was treated with cefdinir for 5 days. Six days later, ¿the patient saw [oculoplastics] and did an eye exam and slit lamp exam¿, which diagnosed eyelid edema and cataract. The oculoplastics hcp diagnosed that this was not pax or fluid. Not due to ptosis surgery. Treatment: methylprednisolone for 6 days at minimal improvement. Three days later, patient had 0.4 cc hylenex® per eye with partial improvement. Eight days later, patient had 0.4 cc hylenex® again/eye. Patient also had mild swelling of left cupid¿s bow that flared with this episode. 0.05 cc of hylenex injected into that area. Patient is much improved. The event is ongoing.